Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0whpw, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that they were still having problems. The patient was still having urinary symptoms. 90% of the time it was ok but then all of a sudden she would have an accident. For example, she would turn on the faucet and urine would come out. Or she would feel a hot flash and then she messed herself. The patient did not feel comfortable without a pad on. The patient had changed programs and left it there for 2-3 days but still had sudden accidents. They had an appointment with the managing health care professional (hcp) on (B)(6) 2015. The patient had pain at the right hip. Right after surgery, they laid on the couch and it hurt her so bad. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.